Manufacturer narrative:
Literature citation: liang chen, md, renbin dong, md, yong gu, md, and yu feng, md .¿comparison between balloon kyphoplasty and short segmental fixation combined with vertebroplasty in the treatment of kümmell¿s disease¿. Average age of patients was 72.6 years a3:6 men and 25 women. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a retrospective study that 54 patients underwent conventional balloon kyphoplasty (kp) and short segmental fixation combined with vertebroplasty (ssf + vp) to treat kümmell¿s disease. The kp group consisted of 31 patients, 6 men and 25 women, aged 61 -83 years (average, 72.6 years). Fourteen patients had hypertension and 6 had diabetes mellitus. The treated levels included t11 (n = 6), t12 (n = 15), l1 (n = 8), and l2 (n = 2). The ssf + vp group included 23 patients, 3 men and 20 women, age 64 -76 years (average, 69.8 years). Eleven patients had hypertension and 3 had diabetes mellitus. The treated levels included t10 (n = 2), t11 (n = 5), t12 (n = 9), l1 (n = 6), and l2 (n = 1). The pre-formed cavity was filled with cement after the balloon was withdrawn. In kp group, the average operation time was 76 minutes (range, 60 -95 minutes), and the average volume of cement injected was 4.7 ml (range, 3.5 -6.5 ml). Patients had follow-up from 8 to 36 months (mean: 19.8 months). It was reported that in kp group, four intradiscal cement leakages were identified without neurological deficits. After surgery, all patients had significant relief of back pain, were able to walk, and could take care of themselves.